Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the black box data from the date of the complaint had been overwritten and there were no alarms observed related to the original complaint. A rewind, load cartridge and prime sequence was successfully completed with no alarms. The force sensor calibration was within specification and the pump was exercised for 24 hours with no loss of primes occurring. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).